Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the keyboard assembly. The cse also calibrated the flow sensors, expiratory valve, atmospheric pressure and oxygen sensor. An electrical safety test, extended self test (est), and short self test (sst). The unit was then found to pass all tests and calibrations per manufacturer specifications. An initial visual inspection of the returned part revealed that half of the top label cover had been removed and discarded without explanation. It was still possible to continue with the investigation. The unit was attached to the failure investigation test ventilator for analysis. The unit powered up normally and no errors were recorded in the diagnostic logs. The unit was put into normal ventilation mode. The gui (graphical user interface) went inop (inoperative) after a period of time and generated zb0052 (gui key stuck) error code in the diagnostic log. A visual inspection of the printed circuit board (pcb) revealed dome slippage of the metal domes underneath the keyboard membrane. This caused a short circuit condition which resulted in the error code zb0052. If this failure occurred during ventilation the vent would generate a gui inop condition. The appropriate audio and visual alarms would enunciate. The ventilator would continue to operate at the last entered settings.

Event description:
A report was received stating an 840 ventilator experienced an inoperable graphical user interface. Though requested, additional information regarding patient involvement and the type of procedure being performed at the time of the event, have not been obtained by the manufacturer.